Manufacturer narrative:
(B)(4). The patient states that the procedure was done for a ventral hernia repair. When the mesh was removed, the surgeon stated that the strap was intact and did not dissolve. (B)(4).

Event description:
It was reported that a patient underwent a hernia repair procedure in (B)(6) /2012 and mesh was implanted. The patient reports having pain and burning. A patient underwent a reoperation on (B)(6) 2012 and an infection was found. The mesh was removed. No new mesh was placed in the patient. The patient states that he developed another hernia in the same location and had a third surgery on (B)(6) 2013. Currently, the patient reports that he does not have any problems.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.